Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection performed observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. Half of the electrode is missing. A functional evaluation was performed found that when the device was plugged into the controller and caused an e7 wand error. The wand was able to generate plasma as normal. The resistance measured at 1.87 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopic meniscoplasty procedure, half of the super multivac wand's electrode fell off inside the patient and was removed with suction. The surgery was completed using a smith and nephew back-up device, after a significant surgical delay greater than 30 minutes. No further complications were reported.